Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. The patient experienced chest pain. The lead remains in use. No further patient complications have been reported as a result of this event.